Event description:
PICC was placed in left arm for tpn and lipid administration. Some insertion difficulty was met. Later, a piece of swg was found "sticking out of catheter". Piece of swg was removed easily by pulling it from the catheter. It measured 23.5cm in length. Pt left hospital in 2005 but returned to ER about 2 weeks later due to what was diagnosed as phlebitis of the cannulated arm. Testing found pt had sepsis. PICC was removed and triple lumen catheter placed for antibiotics administration.